Event description:
It was reported that the patient had only a reduced speech understanding with the cochlear implant and thus limited use. He wore the speech processor only rarely until finally he rejected the system completely and asked to be explanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.